Manufacturer narrative:
H6: investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. A device history record review for model 2432-0007 lot number 19085308 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05aug2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 2432-0007 batch/ lot #: 19085308. It was reported that the tpn filter was leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material #: 2432-0007 batch/ lot #: 19085308. It was reported that the tpn filter was leaking.